Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus france (ofr) for evaluation. Ofr sent the subject device to a third party laboratory for an additional microbiological testing. As a result of the testing, 1 cfu / endoscope of staphylococcus coagulase negative was detected from the sample collected from the air/water channel of the subject device. In addition, ofr confirmed the followings in the evaluation; there were air leakages from the distal end. The glue around the objective lens was porous. The insertion tube deformed at 105mm from the distal end. The remote switches came off. The distal end ring was repaired by a third party. The glue of the distal end peeled off. There was deposit on the distal end. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Enterobacter cloacae (>100cfu/100ml) the device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope 4, using peracetic acid. There was no report of infection associated with this report.